Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified ventrio st. The patent's attorney is alleging general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering and severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
Currently it is unknown to what extent the device may have caused or contributed to the reported event. With no lot number provided a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up emdr will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-mar-2014) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d4, d.6b (date of explant), g1, g3, g4, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned for evaluation.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2015 - the patient underwent surgery for implant of an unspecified ventrio st. The patent's attorney is alleging general allegations for "past, present and future damages, including but not limited to, mental and physical pain and suffering and severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2015 - patient was diagnosed with ventral hernia thereby underwent open repair with the implant of ventrio st mesh. Per op notes, "a ventrio st mesh was placed into the abdominal wall using prolene sutures." On (B)(6) 2017 - patient was diagnosed with recurrent incisional hernia thereby underwent repair with the removal of mesh and small bowel resection. Per op notes, "the mesh was folded to the intraperitoneal with densely adherent. Small bowel was resected; the mesh was removed and placed a biologic mesh."